Manufacturer narrative:
No used file was returned. Nine unused files were sent in for investigation. Unused product has been evaluated and was found in compliance with specifications. Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two k-files broke during treatment on the same patient, both in the same tooth. The separated pieces were left in the canal. The doctor filled the canal with gutta percha leaving the file in the tooth as part of the fill.